Manufacturer narrative:
H2: additional information: h10: summary of additionals in this supplemental.

Event description:
Per follow-up, patient was re-implanted on (B)(6) 2021, post explant.

Event description:
Patient was implanted with a pns system on (B)(6) 2020. On (B)(6) 2021, five months post implant, patient presented to the physician office with infection at lead incision site (occipital).